Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels of up to 366 mg/dl. The suspected cause was unknown. The customer delivered a correction bolus via the pump. Reportedly, the customer may have overcorrected via the pump. The following day, the customer's bg levels elevated from 80 to the 400's (mg/d) with trace ketones. The customer delivered a correction bolus via the pump and required the assistance of a nurse to administer a manual injection. A system check was performed with tandem technical support and no issues were identified with the pump or supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels of up to 366 mg/dl. The suspected cause was unknown. The customer delivered a correction bolus via the pump. The following day, the customer's bg levels elevated from 80 to the 400's (mg/d) with trace ketones. The customer delivered a correction bolus via the pump and required the assistance of a nurse to administer a manual injection. A system check was performed with tandem technical support and no issues were identified with the pump or supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.